Manufacturer narrative:
Concomitant medical products: (6) secondary tubings. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, the requested information on patient demographics are not available.

Event description:
It was reported that five to six pumps are infusing slowly. It was noted that the issue happens daily and continues to happen involving secondary sets but also with primary sets that kink below the pump, causing occlusion alarms. It was also reported that the tubing needs to be "massaged" at the kink to keep it open. There were no patient injuries, but the events are causing nurses to work overtime and patient dissatisfaction due to prolonged infusion times.